Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation,. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, leakage occurred on the bx channel; thus, reprocessing could not be completed and the foreign object remained in the channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 7 cleaning, disinfection, and sterilization procedures; chapter 8 reprocessing workflow for endoscopes and accessories; chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasound gastrovideoscope had a failed leak test, black residue in channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the control knob play; the control knob was scratched; the ultrasound connector advanced diagnostics had fluid/dry corrosion; the ultrasound electrical connector insulation had megaohm value; the scope connector advanced diagnostics had fluid/dry after aeration; the control body advanced diagnostics fluid/dry was missing scope cover logo and customer label; switch 1 and 2 had a cut; the ultrasound image had 2 broken elements; the forceps passage had a leak in the biopsy channel; the bending section cover, the plastic distal end cover and the insertion tube glue was cracked; the distal end pink rubber was cut; the distal end had deep dents and the biopsy channel had a strong leak. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.